Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the physician was asking more insight into docking techniques following todays procedure on a female patient's left eye (os) with tight orbits. Physician had difficulty achieving suction along with suction loss after third (3rd) attempt of applying suction during the raster pattern. The physician aborted procedure and have the patient return in few weeks to re-attempt flap 40um away from the original attempted flap thickness. It was noted that there was no patient harm. Flap was not lifted and no excimer completed. The physician discussed docking techniques with field service engineer (fse) to assist with leveling the suction ring. No additional information provided.

Manufacturer narrative:
In initial report is was not included that patient was a female.